Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate the iabp's battery run time failure. The fse replaced batteries and the white plastic luer fitting on iab input on crm (worn). The fse completed full functional verification, the iabp passed all performedtests and return to clinical service.

Event description:
It has been reported that the cs300 intra-aortic balloon pump (iabp) had a battery run time failure. No patient was involved during this event. No adverse event was reported.